Manufacturer narrative:
(B)(4). Batch # r59j3v. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown bariatric procedure, unknown firing, the stapler fired, but, instead of deploying three strips of staples on each side of the cut line, there were two rows of staples and four rows of staples with the cut line between the second and fourth staple rows. It was not reported how the issue occurred or how the procedure was completed. There were no patient consequences reported.